Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing clonidine, bupivacaine, and unknown morphine for non-malignant pain. It was reported that the patient stated they were having a problem with the handset and the communicator. The patient stated they can get the handset to connect to the pump to request a bolus, the handset lagged at 90% for about -5 minutes and it took so long and they were in pain. The manufacturer's patient services specialist (pss) reviewed data and how to delete the data. The patient was able to connect to the pump with no lag at 90%. The patient will call back when they notice the lag has returned. The patient states the times that they were able to bolus is always changing. Per the personal therapy manager (ptm), the bolus duration was one minute, the lockout was 3 hours, the dose restriction interval (dri) was 4/24 hours, and the boluses per day was 4. Pss reviewed 24 hour programming is a rolling clock. The patient will discuss with their managing physician.